Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in intraoral region #23 of the patient¿s mouth, non- osseointegration was observed. Immediate load procedure was performed. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that one month after the dental implant was placed, in intraoral region #23 of the patient¿s mouth, non- osseointegration was observed. Immediate load procedure was performed. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).